Event description:
Boston scientific received info that this recently implanted right ventricular (rv) lead exhibited loss of capture and no sensing. It was determined that the lead had dislodged and a lead revision procedure was performed. During the procedure, however, the pt's blood pressure dropped and the physician suspected a pericardial effusion. The plan was to continue to monitor the pt and recheck an echocardiogram. The lead measurements were normal post surgery. No additional adverse pt effects have been reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated and should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.